Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) who doesn't work with pelvic health devices via a friend of a patient regarding an implantable neurostimulator (ins). Consumer reported the patient is having issues with the device after implant. Consumer asked the healthcare provider (hcp) for the patient's rep's number, but was told they couldn't release that information. As a result, the patient stopped using therapy. The non-pelvic health rep provided the patient's friend with the local rep's contact information. No patient symptoms and no further patient complications have been reported as a result of this event.